Manufacturer narrative:
Investigation evaluation: an evaluation of the complaint device could not be performed because the complaint device said to be involved was not provided to cook for evaluation. However, two pictures were provided and reviewed. The first picture was of the product label of the packaging and was for the correct reference product number (rpn) and lot number reported. The second picture confirmed the report and was of the deployed bands laying in a blue plastic tray. It was found that 5 of the 6 deployed bands did not constrict as intended after deployment and 1 band did constrict after deployment. Without return of the complaint device a complete evaluation could not be performed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the complaint product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The information provided indicated that the user deployed bands during test firing performed outside the patient and was to be used to treat a gastric lump/bump. The bands are not intended to be fired outside the patient. The bands are intended to be used on bleeding varices. The intended use in the instructions for use advise the user: "this device is used to endoscopically ligate esophageal varices at or above the gastroesophageal junction or to ligate internal hemorrhoids." Inadequate storage conditions contribute to the properties exhibited as described in the customer complaint. The instructions for use advise the user to: "store in a dry location, away from temperature extremes." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cook 6 shooter saeed multi-band ligator. The physician always pre-tests these devices. The bands deployed correctly but they retained the size of the barrel and did not retract to the small size. The procedure was not completed, it was not for varices and was not truly necessary for the patient to have this removed at the time. This occurred prior to patient contact; there was no impact to the patient.